Event description:
Pt had a fastrach 1ma ett tube in, an airleak was noted. Physicin attempted to reinflate the endotracheal pilot balloon, but air leak persisted. Plan to reintubate pt. Bronchoscope passed and it was noted that at least one obvious kink in the tube from presumably, pt having bitten down on the tube. The internal wire-reinforcement of the 1ma ett kept the tube from unkinking. It was felt that with the kink, it would not be safe to attempt a tube change or exchange. Ent was consulted and pt. Was trached.